Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had multiple failed. A field service engineer shut down the medstation and removed the detent latch. Cleaned the micro switches, reinstalled the latch, and powered the station back on. Functional testing was successfully performed using both the hardware test application and the medstation application, confirming proper operation of all components. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator door had multiple failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model # and concomitant med prod data. This supplemental MDR was submitted to reflect the correct assert details.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, refrigerator door had multiple failed. The customer stated that this malfunction occurred while dispensing medication to patients. There were no adverse events or injuries reported based on this event.